Event description:
It was reported that t:slim x2 pump battery initially would not charge despite use of tandem charging cable and third-party wall adapter, and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Caller confirmed wall outlet was working and left adapter plugged into outlet for at least 30 minutes, after which pump began charging without need to change charging supplies, and no further corrective action was described.